Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. A sample device was returned and is currently under investigation.

Event description:
Home care nurse reported the device was in use with a patient with hypoventilation syndrome (ventilated 24 hours a day) for 4 days when the inflation line balloon became separated from the inflation line. An emergent tracheostomy tube change was performed. No adverse effects to patient reported.